Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem. System operates as intended.

Event description:
Customer reported the system failed to make x-rays. No patient injury was reported.